Manufacturer narrative:
UDI : (B)(4). The hakim valve was returned for evaluation: DHR: lot ctcb18, conformed to the specifications when released to stock failure analysis: the valve was visually inspected, no defects noted. The valve passed the tests for occlusion, leaks, reflux and pressure. The siphon guard passed the test. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The potential cause of failure for the poor flow problem reported by the customer could have been due to biological debris and a buildup of protein, no issues were noted during the investigation.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the codman hakim programmable valve was placed for a shunt revision on (B)(6) 2020. The vp shunt was inserted in 2015 with revision of the abdominal end in 2018. Following removal, the valve was tested for flow using saline and found to be insufficient. It was explored on clinical suspicion of under-functioning of the shunt, and at operation it appeared that the valve was the ¿culprit¿, since flow was satisfactory in other components, but sluggish through the valve. This patient had presented with symptoms of high-pressure headaches, and this was demonstrated on icp monitoring earlier this year.